Event description:
The customer reported approximately 4 mls of dried blood/diluent leaked from the needle assembly inside the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the needle bellows were not aspirating fully or draining completely due to a clog. The fse replaced the needle assembly to resolve the leak issue. The fse also noticed that the red blood cell (rbc) calibration in secondary mode did not match the one in primary mode. The fse adjusted the calibration on the secondary mode to match the primary. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).